Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump error alarm and audio issue. Customer¿s blood glucose was unknown. The customer was able to clear the alarm. Customer was able to complete insulin pump rewind. The troubleshooting was performed. The customer reported that they had performed the self test and the test was failed. The insulin pump was not alarming, then gave battery failed. Customer stated that they had an audio issue and performed self test and they had some errors. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they were not hear the differences between the two audio beep volumes. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 4 alarm followed by pump error 63 confirm in the history due to broken trace. Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.